Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that she experienced a blood glucose range that was elevated above her normal range. She reported observing blood glucose values ranging from 200-450 mg/dl. She reported her normal blood glucose range to be 100-150 mg/dl. She reported being "very thirsty" as a result of her elevated blood glucose. She stated that she had gone to a new physician who provided her with a new sliding scale. She also noted that she was under stress since her husband recently passed away and she was recovering from "pneumonia" for which she was hospitalized in 2007. The pt was in a nursing home and her son was participating in her care. She conveyed that she was taking a number of different medications although she did not specify those she was taking at the time. Troubleshooting did not find any issues with the product. She noted that the aids at the nursing home were not properly priming her system. Therefore, a visit by a company trainer was arranged. In follow up, the trainer provided training to the nursing home aid and the pt's family. The trainer noticed that the infusion set tubing connection at the luer lock was not being properly tightened. He also noticed a significant volume of air bubbles in the insulin cartridges filled by the pt's son. During training, the trainer also reinforced the steps involving the tightening of the luer lock and he reviewed the cartridge filling process and how to reduce air bubbles. Also during follow up, the pt's daughter in law stated that the pt's physician believed the elevated blood glucose was due to the pt's "poor physical state". No product was requested to be returned for evaluation.